Event description:
Customer reported via phone call that he has been experiencing high blood glucose over 400 mg/dl for the last three days. Customer stated he has not been eating and has at least triple the insulin intake. Blood glucose value was around 420 mg/dl; current value was 339 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer stated that there a big plastic piece missing by the battery cap. Customer has had some bent cannulas and he has bumps on his stomach and hip. Customer is been taking a new medication for his kidneys. Customer inserts the infusion sets manually. He removed the infusion set and it was slightly curved. Customer was unable to perform the high pressure test due to not having a tubing clamp. He was advised to change the entire set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.